Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. Clinical information states that multiple attempts to advance were unsuccessful and the 5.5 implant was aborted. The root cause of the delivery anatomy issue was most likely patient condition related.

Event description:
The complainant reported being unable to pass the impella 5.5 device through the graft/anastomosis site of the 54-year-old patient due to significant resistance. Despite multiple attempts, insertion was aborted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿